Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
After the insert was snapped into the baseplate, the dr observed some micro-movements. The device was implanted in the pt. There was no adverse consequence for the pt or delay in surgery or anesthesia time.